Event description:
It was reported to tyco kendalla qa in 2001 that a nurse had experienced a needlestick with an insulin safety syringe. It was stated that the nurse gave an insulin injection and that the safety shield did immediately push up, the nurse's index finger then slipped up over the sheild and the nurse sustained a needlestick. The device was discarded. Lot number possibly 375693.